Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, there was moisture ingress present in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: during investigation, there was visible corrosion found in the battery compartment and on the returned battery cap. The pump did not power on and there was no audible or vibration and the display screen was blank. The attempts to download the pump history and black box were unsuccessful. The pump failed a leak test with a battery compartment leak. The pump cover was removed and there was evidence of moisture found on internal components and on the printed circuit board. Unrelated to the original complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
Follow-up #2 date of submission 12/08/2016 ¿ correction to serial #.